Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 60 mg/dl. The customer treated the low blood glucose with orange juice. The customer stated that there is no delivery due to reservoir o-ring not aligned. The customer stated that he fixed the problem. The customer declined to troubleshoot for no delivery.